Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical battery alarm was triggered when the battery had greater than 10% battery capacity. It was also noted that the battery did not provide power when tested on the other controller port. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to communication error involving the battery. As a result, the reported "critical battery alarm" event was confirmed. The reported battery not providing power could not be confirmed. The most likely root cause of the reported "critical battery alarm" event can be attributed to a communication error between the controller and battery. A possible root cause of the reported "no power" event may be attributed to a marginal connection between the battery and the controller. If information is provided in the future, a supplemental report will be issued.